Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure that was completed with radiofrequency, pulmonary vein (pv) stenosis was noted in the left superior pulmonary vein (lspv). It was noted the injury was permanent. No further patient complications have been reported as a result of this event.